Event description:
It was reported that during a posterior communicating artery (pcoma) aneurysm case, physician delivered subject flow diverter stent using a microcatheter. While deploying it, the tail of the subject flow diverter stent was tilting and could not attach to the patient¿s vessel. A guidewire was used to massage it but failed. To prevent thrombus formation physician used the same microcatheter to deliver another longer flow diverter stent to pass the first one as a medical intervention. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the subject stent was not returned as it has been implanted. The distal end of the stent delivery wire (sdw) was found to be kinked/bent. The tip of the stent introducer sheath was found to be damaged. As the subject stent was implanted and not returned; physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent failed/unable to open could not be duplicated as the subject stent was implanted; however, the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. Access was through femoral. The physician alleges there was no malfunction of any device for this procedure. The flow diverter was not recaptured and removed. In the physician¿s opinion the cause of the flow diverter not to open was insufficient expanding ability of the stent. The location of the flow diverter when it failed to open was the c6. The size of the flow diverter was appropriate for treatment site. The flow diverter failed to open at the proximal end. There were no changes noted to the vessel wall at implantation site after deploying second longer stent through first one. The patient receive dual anti-platelet agents prior to and post the procedure. The new flow diverting stent was used as a medical intervention. Analysis of the returned device found the stent was not returned as it had been implanted in the patient. The distal part of the sdw was found to be kinked/bent and the tip of the stent introducer sheath was damaged which indicates a force was used during the procedure. It is most likely that procedural factors contributed to the damage noted to the returned device, leading to the reported event. An assignable cause of procedural factors will be assigned to the as reported event stent failed/unable to open and to the as analysed event sdw kinked/bent and stent introducer sheath distal tip damaged as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.